Manufacturer narrative:
This report has been identified as b. Braun medical inc. (Bbmi) internal report # (B)(4). Six (6) unused samples, in packaging indicating the reported lot # 0061426486, were received for evaluation. Upon visual observation, four of the samples exhibited partial areas with no heat seal transfer along the blister package seal. Further evaluation of the unsealed areas noted an extra layer of the paper backing material. The paper backing material appeared folded over at these areas. The remaining two samples exhibited full seal transfer of the package. The house retain samples for the reported lot # 0061426486 were pulled and were visually examined. There was full seal transfer along the packages and no other damages were observed on the blister packaging. The lot batch record was also reviewed, and there were no deviations or anomalies identified that could have potentially contributed to the reported event. A potential cause identified was that the top web of the blister paper may had inadvertently shifted during production. This sudden shift then likely caused a portion of the paper to fold over before going through the sealing process, causing a section of the blister to be improperly sealed. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. This was considered to be an isolated anomaly in the product sealing process. However, bbmi has shared this reported event with all applicable supervisors and personnel involved with the manufacturing and inspection of this product in order to heighten awareness regarding this failure mode. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: event # 4: reports while unpacking the case, six packages were opened compromising the sterility. There were no apparent damages to the outside of the case.